Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that when the device was turned on, the touchscreen was not responding properly. At this time, it is unknown if the device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) called technical support to report that when the device was turned on, the touchscreen was not responding properly-- the touchscreen needed to be calibrated. After opening the top cover, the bme verified that all wiring connecters were tight and fully seated. The bme then installed the top cover, put the device in service mode, and completed touchscreen calibration. The bme then completed an electrical safety inspection-- ground reads .22 ohms, and the leakage current was 43 ua for both on and off states. The bme connected a test lung to the device and ran the device for thirty minutes. The bme then checked multiple screens for proper touchscreen operation and found that the device operated as intended. The bme tested the device with the test lung once more and turned the device over to a respiratory therapist (rt). The bme observed the rt complete pre-use check out, and the rt indicated that the touchscreen was working normally as the device successfully passed all checks. The device was therefore returned to service. The investigation is ongoing.

Manufacturer narrative:
H10: there was no patient involvement at the time the issue was discovered as the respiratory therapist (rt) removed the device from a storeroom to complete pre-use checking. The biomedical engineer (bme) called technical support to report that when the device was turned on, alarms were not turning off, and the touchscreen was not responding properly- the touchscreen needed to be calibrated. Per good faith effort (gfe) response received 23feb2024, the bme stated that the device alarmed continuously and displayed a "patient disconnect" error message, and the respiratory therapist (rt) was not able to silence the audible alarm as the touchscreen was not responding. After opening the top cover, the bme verified that all wiring connecters were tight and fully seated. The bme then installed the top cover, put the device in service mode, completed touchscreen calibration, and performed an electrical safety inspection-- ground reads .22 ohms, and the leakage current was 43 ua for both on and off states. Afterwards, the bme connected a test lung to the device and ran the device for thirty minutes. The bme then checked multiple screens for proper touchscreen operation and found that the device operated as intended. The bme tested the device with the test lung once more and turned the device over to the rt. The bme observed the rt complete pre-use checkout, and the rt indicated that the touchscreen was working normally as the device successfully passed all checks. The device was therefore returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.